Manufacturer narrative:
It was reported by (B)(6) hospital that the catheter from a a single lumen polyethylene central venous catheter tray (rpn: c-pmsy-301j) split and broke. The patient was reported to be a male full-term newborn that had experienced an obstruction. The device was reported to have been placed in the operating room on (B)(6) 2020 in the patient¿s left upper chest without difficulty. Indication for device placement was for administration of total parenteral nutrition (tpn). The catheter was sutured into place and transparent dressing (tegaderm) was used to secure the device to the patient. The device was connected to tubing (medfusion magnum tubing). The catheter was reported to have separated between the hub and catheter on 01oct2020. Forceps were required to remove the catheter. Peripheral line placement was required for the patient after the device failure. A review of the complaint history, instructions for use (IFU), and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. One used single lumen polyethylene central venous catheter was returned to cook for evaluation. Upon visual inspection, the catheter was noted to be separated at the end of the hub. Grasper marks were noted near the separation. A needleless connector with a cap was attached to the hub. Measurements of the device were found to be within manufacturing tolerance. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. Given the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The central venous catheter tray is currently supplied with IFU c_t_ulmbh_rev7.pdf, which includes the following: ¿intended use the central venous catheter is designed for treatment of critically ill patients and suggest for: 1. Continuous or intermittent drug infusion, 2. Central venous blood pressure monitoring (cvp), 3. Acute hyperalimentation, 4. Blood sampling, 5. Delivery of whole blood or blood products, 6. Simultaneous, separate infusion of drugs. Warnings -do not power inject contrast medium through the catheter. Catheter rupture may result. Use of 10ml or larger syringe will reduce the risk of catheter rupture. -left subclavian and left jugular veins should be used only when other sites are not available. Precaution: catheter should not be used for long-term indwelling application.¿ based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event was unable to be established. Based on the patient¿s diagnosis and age, total assistance was needed for activities of daily living (adl) and movement. Inadvertent pressure may have placed on the hub by the caregiver while performing adl¿s or during repositioning/transitioning. Additionally, it is possible that the securement of the hub to another medical device or infusion tubing may have been over-tightened. As tpn is known to be agglutinative, there may have been difficulty in separating the connections. This type of a situation could create a tight fitting and force the caregiver to use an instrument, i.e. Hemostats to help disconnect the tubing from the hub. This force may create excessive tension on the device, resulting in separation of the hub from the tubing. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter occupation: patient care manager. PMA/510(k) #: preamendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a single lumen polyethylene central venous catheter split/broke following implantation. The device was placed in the user facility's or in the patient's left upper chest without difficulty. The indication for placement was reported to be for prolonged tpn "due to obstruction". The device was secured to the patient using a suture and tegaderm transparent dressing. On (B)(6) 2020, the device failed while the patient was in the nicu. The catheter was noticed to be completely separated at the hub; forceps were used to remove the device. Consequently, the patient required placement of a peripheral line device. No other adverse effects to the patient have been reported.